Event description:
It was reported that (1) pmw35 was used during an orthopedic procedure. It was reported by the rep that the instrument was seized after firing a few times. A new stapler was opened to complete the case. There was no consequence to the pt.